Event description:
Diabetes educator reported hospitalization due to diabetes ketoacidosis. Customer started on the insulin pump two days ago and woke up vomiting due to high blood glucose. The initial blood glucose reading was 306 mg/dl. Caller stated that customer was transferred to her hospital. The blood glucose reading at the time of the event was 555 mg/dl. Customer's mother had treated with a manual injection. Hospital is treating with insulin drip. The current blood glucose reading is 133 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.